Manufacturer narrative:
The investigation for the reported stroke and renal failure has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore the root cause of the stroke and renal failure could not be determined. The instructions for use for the impella rp smartassist system with automated impella controller in section: potential adverse events (united states) states ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ added- h6 impact code 4641 g1 reporting contact fax number missing.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ kaki, a., blank, n., alraies, m. C., jani, a., shemesh, a., kajy, m., laktineh, a., hasan, r., gade, c. L. F., mohamad, t., elder, m., & schreiber, t. (2019). Axillary artery access for mechanical circulatory support devices in patients with prohibitive peripheral arterial disease presenting with cardiogenic shock. The american journal of cardiology, 123(10), 1715¿1721.https://doi.org/10.1016/j.amjcard.2019.02.03.

Event description:
A literature study entitled 'axillary artery access for mechanical circulatory support devices in patients with prohibitive peripheral arterial disease presenting with cardiogenic shock" monitored 17 patients over 20 months who were implanted with a mechanical circulatory device. An unspecified number of those patients received an impella rp implant. During those 20 months, 1 patient expired from an intracranial hemorrhage and seven patients passed away after receiving renal replacement therapy for acute kidney injury.